Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the sensing and threshold values were not ideal. It was also reported that after screwing the helix of the right atrial (ra) lead in and out the patient developed endocardial scar tissue and the helix could not be recovered. It was also reported that the helix retained tissue and a thrombus. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician experienced placement difficulty, were unable to "fix multiple times" and was unable to obtain ideal pacing parameters. It was also reported that the lead dislodged and was explanted and replaced. No patient complications have been reported as a result of this event.